Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts were lifted at the distal end of stent. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50 x 28mm synergy xd drug eluting stent was advanced for dilation. However, the stent failed to cross the lesion due to severe calcification. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.